Event description:
A pt reportedly was seen in ER and hospitalized because their one touch ii meter allegedly was inaccurately low, high, and also had "clean test area" and "not ok" messages. The result on pt's meter was 190mg/dl when pt reported it being inaccurately high and was hospitalized for this issue. Compared to the reading to normal reading/feeling. Also checked blood glucose on another meter. The result on pt's meter was 50mg/dl when pt reported it being inaccurately low and was taken to the emergency room for this issue. Pt was given "medication for diabetes". Pt was again comparing the reading to the normal reading/feeling. The results on the ER meter and the hospital meter are unk. The control solution was expired. No further info has been reported.